Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag system was running at 3600 revolutions per minute. The system alarmed set pump speed not reached (system alert s3). The screen displayed "- - -". The centrimag was being used on a patient at the time of the alarm. It is unknown whether pressing the alarm acknowledge button resolved the alarm as the nurse in the intensive care unit changed the patient over to a different motor and console. The patient did experience interruption in support, however, no adverse effects took place. The nurse used backup equipment right away. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a set pump speed not reached and a s3 alarm was confirmed via the submitted photo; however, the reported event of blank flow was not confirmed. The centrimag 2nd generation primary console (serial #: (B)(6)) was not returned for analysis. A photo was submitted by the customer confirming the reported alarms on the centrimag monitor. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction". The 2nd generation centrimag system operating manual also states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support. The 2nd generation centrimag system operating manual contains a list of console alarms and alerts, as well as appropriate operator response to these events. The motor in use during this event is reported under MFR # 2916596-2019-03587. No further information was provided. The manufacturer is closing the file on this event.